Event description:
It was reported that while the ventilator was connected to a patient, its measured oxygen concentration value was lower than the set value and it was alarming for low oxygen concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
The reported event with alarm for low o2 concentration was not reproduced during on site investigation by our service engineer. As a preventive measure, the breathing printed circuit board (pcb) was replaced. However this was not the correct measure since the ventilator failed again. At the site visit by our service engineer the oxygen and air gas module was changed and corrected the problem. The air and oxygen gas module have been investigated in complaint # (B)(4) (MFR report# 8010042-2017-00389). Please refer to this report. The returned breathing printed circuit board (pcb) which regulates the ventilation to the patient was returned and investigated. No fault was found during pre-use check in a reference ventilator and no alarms were generated during ventilation, i.e. No faults found. The failure was confirmed in received device logs and indicate a faulty oxygen gas module which was investigated in complaint # (B)(4) (MFR report# 8010042-2017-00389).

Event description:
(B)(4).